Manufacturer narrative:
Patient date of death was corrected to (B)(6) 2021. Please note, this event was not reported to biotronik until 12 months after it occurred. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis did not show any peculiarities that might have led to the reported event. There was no indication of an ICD malfunction. The battery was not depleted. A device involvement in the patient death can be ruled out based on the available data. Should further relevant information or the device itself become available for analysis, this report will be updated.

Manufacturer narrative:
Patient date of death was corrected to (B)(6) 2021. The correct patients dod is (B)(6) 2020. Please note, this event was not reported to biotronik until 12 months after it occurred. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The analysis did not show any peculiarities that might have led to the reported event. There was no indication of an ICD malfunction. The battery was not depleted. A device involvement in the patient death can be ruled out based on the available data. Should further relevant information or the device itself become available for analysis, this report will be updated.

Event description:
Patients family reported that the patient experienced fatigue and shortness of breath followed by syncope on (B)(6) 2020. The patient expired on (B)(6) 2020, and the patients family is questioning device functionality. The device was not returned for analysis. Should additional information become available, this file will be updated.